Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure to treat hyperplasia, the device did not seal well. No energy was delivered after a completed activation cycle. A different generator was used with the device, but the same issue continued. No patient injury resulted, and there was less than 250cc¿s of blood loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.